Manufacturer narrative:
On (B)(6) 2015 04:24 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was too hot for harvester's hand. The device was not restarting after 30 second shut down period. Harvester thought it may have been electrical with the power supply or cord. The power supply and cord were changed but the problem continued. The harvester used the same device to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118365, 25118420 and 25119188 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and clinical use was observed. Large buildup of tissue and charred blood were observed on the heating element and at the base of the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. We were unable to reproduce any electrical failure. Based on the returned condition of the device and the results of the investigation the reported complaint is unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device was too hot for harvester's hand. The device was not restarting after 30 second shut down period. Harvester thought it may have been electrical with the power supply or cord. The power supply and cord were changed but the problem continued. The harvester used the same device to complete the procedure. The hospital did not report any patient effects.